Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the pressure did not increase, and it was noted that the balloon ruptured in the shape of a pinhole at the tip part. The device was removed using normal method and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the pressure did not increase, and it was noted that the balloon ruptured in the shape of a pinhole at the tip part. The device was removed using normal method and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.